Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The septum adhesive released of the hub of the delivery catheter. The septum detached from the hub of the delivery catheter. Blood was observed on the shaft of the delivery catheter. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the dilator separated from the introducer. The shaft of the introducer was kink/buckled at 6.5 cm and 11.5 cm. There was blood in the shaft of the dilator. The septum of the delivery catheter detached and was pushed down into the hub of the delivery catheter. There was adhesive present withing the hub of the delivery catheter. The hub of the delivery catheter was taken apart to inspect the septum of the delivery catheter. The septum of the delivery catheter was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening, the delivery catheter was missing it's blue valve. The delivery catheter was not used. No patient complications have been reported as a result of this event.